Event description:
Unable to download patient data from the given/medtronics dr3 data recorder. Error message on the computer download screen states that the check-in failed. Diagnosis or reason for use: capsule endoscopy.